Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the ipg was explanted and replaced.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported the patient had an unrelated shoulder replacement procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices and programmer displayed error message "cannot connect to generator. The generator is not responding". Troubleshooting was attempted by an abbott representative to no avail and ipg was deemed inoperable. Surgical intervention may be undertaken to address this issue.